Manufacturer narrative:
H10 correction: related report number added.

Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint reviews were not performed because the lot number was not reported. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported difficulties. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. Factors that may contribute to guide/sheath separation, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during removal of the device. The subsequent patient effect and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - a partial UDI was provided as the lot number is not known. Attachment medwatch report # (B)(4).

Event description:
User facility medwatch report received that states: "describe the event or problem: at completion of interventional procedure, perclose device failed and became partially dislodged in the patient¿s body. Pressure was held on the groin by dr or was called and patient was brought up under general anesthesia with anesthesia personnel for surgery to remove foreign body." Additional information: it was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after an aortoiliac angiography interventional procedure with an 8f sheath. Reportedly, resistance was felt during device removal and a sheath break occurred. The separated sheath remained in the anatomy, causing vessel damage. Manual compression was applied as the patient was moved to the operating room. A surgical cutdown under general anesthesia was performed to remove the separated sheath, repair the vessel, and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.